Event description:
It was reported the powermax elite mdu hand control stopped spinning. No back up device was available. No patient injury or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. The reported complaint of not spinning could not be confirmed. Product did not stall or overheat during functional testing. At no time did mdu stall or overheat. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.